Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt messages and that the connection between her monitor and electrode belt was loose. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.